Event description:
It was reported the pt underwent device replacement surgery for the neurostimulator. The device battery reportedly died fast for the patient's recorded usage. The device was in place for approximately 28 months. The pt's settings were not reported.